Manufacturer narrative:
(B)(4). Insulin pump passed the displacement. Pump received with cracked case display window corner and loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s high blood glucose level was 110 mg/dl. The customer reported that there was crack and the drive support cap. Troubleshooting was not performed for damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct aware date is (B)(4) 2018.